Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The father stated that he put in a new battery and the screen came back on and went blank again. The customer stated that he received low battery alarms as well. The customer stated that he took a screwdriver and tried to clean the terminals to get off any dirt. The father stated that his son was at school. The father will call back to troubleshoot.